Manufacturer narrative:
The insulin pump received with cracked end cap. Analysis was unable to perform basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to cracked endcap. They were also unable to verify motor error alarm due to cracked endcap. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 206 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.